Event description:
Additional information was received indicating the original implant was in the right eye. In the surgeon's opinion, the most likely cause of the iol damage is from the lens sticking in delivery device.

Manufacturer narrative:
The device was discarded and therefore not available for evaluation. Additional information regarding the event was requested, but not received. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Event description:
It was reported that upon delivery of an intraocular lens (iol) into the eye, the surgeon noticed the haptic was damaged. Under microscopic examination, the surgeon discovered the very tip of trailing haptic was missing and not in the eye, it was in the injector cartridge. The incision was enlarged to allow for removal of the iol and a successful intraoperative lens exchange was performed using a backup iol of the same model and diopter. Patient outcome is good. Additional information was requested, but not received.